Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver a staple line? If yes, were the staples formed properly? Was the staple line complete? The device never performed the firing. Therefore it did not form the staple line. Did the device cut? If yes, was the cut line complete? Were any issues noted with the cut line such as jagged cut, irregular cut, etc? The cut line was completed. The recharge blocked the stapler. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? The stapler was blocked at the four firing . During which stroke did the event occur? Four. What color cartridge was being used? Blue. Was buttressing material utilized? If so, which product? No it was not. Was the instrument fired across or near an existing staple line or clip? No, it was not. Were any unexpected noises heard? If so, when? No it was not. Were any of the forces higher or lower than expected (closing, firing, or opening)? No it was not.

Event description:
It was reported that during a lobectomy procedure,when the recharging is shot, it did not perform the full stapling and the blade is returned. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).